Manufacturer narrative:
Analysis results not available at the time of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome. It was reported that the device was explanted and the hcp found corrosion on the ins. The hcp wanted to send the generator to their lab for culture insensitivity. The caller wanted to send the device back for analysis. A mailer kit was sent to the hcp. No further complications were reported or anticipated.

Manufacturer narrative:
Patient code c50499 omitted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp). It was reported that upon incision of the ins pocket a milky substance was noticed. The hcp stated that it looked like a hard white material was embedded in the pocket and this was removed. The hcp noted that cultures were all negative. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3550-29, lot# n293284, product type: accessory. Product ID; 3778-60, lot# v933875016, product type: lead. Device evaluated by MFR?: analysis of the ins ((B)(4)) found that it was at normal end of life. If information is provided in the future, a supplemental report will be issued.